Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was that air bubbles were observed in the tubing. Additionally, customer was using insulin not labeled for use per tandem's labeling instructions. Tandem technical support helped customer by guiding them to disconnect from site and prime out air using the fill tubing feature.